Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt was having her vns disabled for surgery on a broken arm. While disabling the device, high impedance was found. The pt has not yet been seen by her psychiatrist for eval of her vns. Attempts for further info are in progress. No adverse events have been reported.